Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 lead (from the same lot) implanted as part of her scs system. The pt reported experiencing ineffective stimulation. The pt indicated her scs system never helped with her pain and she has not used it since(B)(6) 2013. The pt did not indicated any plans to have the scs system explanted.